Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.